Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user stood up with the ilet hanging by its tubing, after which the display face slid off the device and the unit would not power on; the user reseated the screen, but the display remained nonfunctional, and the user was advised to switch to backup therapy and a replacement was arranged. Symptoms included no adverse clinical effects, with blood glucose noted at 101 mg/dl shortly after the event. Outcomes included interruption of device therapy and transition to backup management without injury or medical intervention. Investigation included complaint intake, troubleshooting guidance, and logistical coordination for device replacement and return. Investigation of this case revealed a hardware malfunction consistent with screen bezel separation and resulting display/power failure of the affected device component. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external stress leading to component separation and device malfunction.